Event description:
It was reported by service report that the patient's top rail was broken and it was unable to lock in the upright position. There was patient involvement and adverse consequences were reported.